Event description:
It was reported that a patient with an osteoporotic compression fracture underwent a balloon kyphoplasty (bkp) at t12. Three months post-op, it was noted that "anterior migration of cement" occurred. The patient is asymptomatic at this time and will continue to be monitored with ongoing follow ups.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.